Event description:
A discordant result was obtained for troponin on one patient sample. The discordant result was reported to the physician. Patient treatment was not altered due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer was sent to the customer site when siemens was notified of the event. The field service engineer was unable to determine the cause of the discordant result, due to the customer reporting the event two weeks after the date that the event occurred. The instrument performing as specified. No further evaluation of the device is required.